Manufacturer narrative:
Correction- g1 updated. Device evaluation- the device was returned for evaluation. The device was given functional testing- during testing the device was found to leak from the tank cover. Examination showed the leak occurred at cracks near the tank cover screws. The cracking was detemrined caused by damage caused by user when screws were over-tightened.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Physical observation showed cracked tank cover, wear and tear damaged enclosure, line cord, front cover, outdated pcb and power switch. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. Reservoir was leaking from a cracked tank cover confirming customer's report. Overtightening the tank cover screws caused the reported problem. The root cause was determined to be customer use. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device was found to be leaking at the bottom of the reservoir. Issue was found during preventive maintenance; no patient involved.